Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint is reported as: "the catheter leaked during use. Therefore the catecholamines could not be administered sufficiently in some cases.)"the customer reports the patient condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Complaint is reported as: "the catheter leaked during use. Therefore the catecholamines could not be administered sufficiently in some cases.)" The customer reports the patient condition is fine.